Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient's device is not working. The patient repeatedly cited problems with their "black bag." The rep attempted to explain that they will be happy to meet with the patient an help once they have an appointment with their healthcare provider (hcp). The patient was reprogrammed and education was attempted but the patient has not scheduled an appointment that the reps can attend. It was reported that the black bag that was being referred to was the programmer and recharger carrying case. The patient was referred to their healthcare provider (hcp) and the rep offered to attend. The information was confirmed with the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's device was not working because the patient left their recharger at the pain clinic. The patient confirmed that they patient took their recharger and their medical records and is finding another provider. No further complications were reported or anticipated.